Event description:
The representative reported that during mono-polar test-stimulation, the sero contact had been inoperable. The physician had "moved the lead both superior and inferior" at placement and all other contacts had produced some stimulation. The amplitude had been increased to 10, with no therapy benefit detected. The device was replaced during the case; acceptable results were obtained with the new lead. There had been no patient symptoms reported during the procedure. The product was available for analysis. The representative has been contacted for device return.